Event description:
Patient underwent a battery replacement due to low battery. The explanted generator was returned and underwent product analysis. The electrical tests performed in the pa lab found that the generator was at an eos = yes condition. The battery voltage was measured at 1.392 volts, and the memory locations on the generator indicated that 90.887% of the battery had been consumed. A comprehensive automated electrical evaluation showed that the pcba did not perform according to functional specifications as defined in ets 28-0000-6000/3. The automated electrical evaluation showed that the pulse generator pcba aborted for an ¿attention err¿ (no communication). The loss of communication to the pulse generator pcba was due to a failure of the microcontroller (a1) uart. The internal cause of the microcontroller (a1) malfunction was not determined.

Event description:
Additional analysis was performed on the pulse generator to determine if the increase in standby current ¿as received¿ 10.2ua (series resistor measured 0.102mv) could be replicated. The microprocessor (a1) and asic (a2) were placed in the breadboard test fixture and set to 3 volts. The breadboard test fixture was placed in a temperature that is set to 37c/98.6f. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. After a week at 37c/98.6f the breadboard test fixture was placed on the bench at room temperature (approximately 24c/75.2f) for a week. Interrogations and system diagnostics were performed randomly to possibly force the standby current to increase. This process was repeated for two months. The standby current observed ¿as received¿ 10.2ua (series resistor measured 0.102mv) could not be replicated at the pa bench. The internal cause for the microcontroller (a1) malfunction was not determined.